Event description:
It was reported that during an open rectosigmoidectomy procedure, the stapling with the circular stapler malfunctioned. There was firing, but without stapling the place. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any staples deployed to the tissue? If staples were deployed to the tissue, was the staple line complete? If staples were deployed to the tissue, what was their shape (b-shaped, irregular)? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.